Event description:
Related manufacturer reference number: 1627487-2022-03893. Additional information received indicates the leads were repositioned on (B)(6) 2022 to address the issue.

Event description:
Related manufacturer reference number: 1627487-2019-05460.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2, mfg report reference: 1627487-2019-05460. It was reported that the patient experienced ineffective stimulation. Patient reported trying to increase strength level but could not get any pain relief. X-rays were taken and showed that the leads have migrated. The patient may undergo surgical intervention.